Event description:
The user detected a leaking at the distal side. During the incoming inspection it was detected: dec click difficult (with more force) and then it`s removed easy: distal end a bit deformed. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model ed34-i10t2-us is available in the USA with a 510k number k192245.

Manufacturer narrative:
Evaluation summary: the distal end has been replaced. Correction information: g6: follow up #1. H6: coding changed based on the investigation result. Additional information: h4: device manufacture date.